Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the pullwire broke during anchor deployment and was cut flush to the anchor with a suture cutter.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: pull wire component breakage. The probable root causes could be: excessive force applied by user or user unfamiliarity with the device. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the pullwire broke during anchor deployment and was cut flush to the anchor with a suture cutter.